Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The power supply unit was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to external power surge. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) was inoperable. There was no patient harm or serious injury reported as a result of this incident.